Event description:
The patient has minimal pain and presents signs of loosening/stress shielding. No revision surgery is planned.

Manufacturer narrative:
Batch review performed on 13 march 2025 (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: one and a half years after undergoing total hip arthroplasty (tha), the patient reported minimal pain. Follow-up x-rays revealed radiolucent lines, particularly around the proximal lateral aspect of the stem. Postoperative imaging also indicated an imperfect fit between the stem and the femoral canal, possibly due to slight undersizing or suboptimal bone preparation. This mismatch may have contributed to stem loosening. However, aseptic loosening is a well-documented complication of primary cementless hip arthroplasties, with multifactorial causes that often remain unclear. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.